Event description:
Revision surgery requested to replace collapsed mig distal femoral replacement (stanmore pin (B)(4) with jts distal femoral replacement. Revision surgery will include the exchange of passive tibia to metal cased rotating hinge, rebushing of femoral poly, supply of c-collars in 5mm, 10mm and 15mm size to hold our collapsed mig distal femoral replacement. The case number for the revision surgery is (B)(4) to be manufactured by onkos.

Manufacturer narrative:
The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly.